Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, the outer tubing overlay showed cosmetic evironmental stress cracking, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Event description:
The lead was removed and returned to the manufacturer due to infection. The lead was analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.